Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported rupture. Device remains implanted. This relates to unknown side.

Event description:
Healthcare professional reported right side rupture (confirmed with MRI). Healthcare professional later reported capsular contracture baker grade I. Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b2, b5, d6b, h1, h6.

Event description:
Healthcare professional reported "right side was intact without rupture through the thinnest portion of the capsule¿ and "intact right breast implant was removed without any difficulties". Device has been explanted and replaced.